Manufacturer narrative:
This report is submitted on january 15, 2018.

Event description:
Per the patient's surgeon, the patient experienced necrosis at the implant site, resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted february 19, 2018.

Manufacturer narrative:
Device analysis report is attached.